Manufacturer narrative:
A patient lost therapy due to high impedance was reported to abbott. It was determined that both leads were fractured at the anchor points. As a result, leads were explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer report number: 1627487-2021-18133. It was reported that the patient lost therapy due to high impedance. Surgical intervention found fractures at both lead anchor sites. As a result, leads were explanted and replaced to address the issue.